Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was not confirmed. Upon evaluation, the monitor displayed a service code 203. The cause of this service code was that the c1 capacitor shorted which damaged the l1 component and burned the circuit board. The cause of the inability to complete testing is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.